Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large-hem-o-lok clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing, the large hem-o-lok clip applier had a broken cable. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The hem-o-lok clip applier instrument was analyzed and found to the primary failure of could not reproduce to be related to the customer reported complaint. There were no frayed or broken cables observed during visual inspection. The instrument articulated as expected during manual articulation. The grips opened and closed properly. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.